Event description:
It was reported that a foreign substance was found inside of the sterile packaging of the device while at the user facility. No patient involvement or procedural delays were reported as associated with the event.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that a foreign substance was found inside of the sterile packaging of the device while at the user facility. No patient involvement or procedural delays were reported as associated with the event.